Manufacturer narrative:
X-rays returned from the field were reviewed and showed slight lead migration. The reported event of ineffective stimulation/ loss of efficacy is consistent with the occurrence of the lead migration, but in this case lead migration can¿t be conclusively determined to be the cause of the reported event. The root cause of the issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of stimulation effect from the drg stimulator. Reportedly, the loss of the therapy effect started approximately six months ago. The patient was not feeling the paresthesia and had to increase the system amplitude, the max amplitude was reached and the patient no longer had effect of the stimulation. A system impedance check showed multiple occasions with low system impedance. Surgical intervention may be necessary to address the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut and incomplete as a consequence of the explant procedure. As such, it could not be fully analyzed.

Event description:
Additional information received identified surgical intervention was taken and the patient's electrode was attempted to be removed, but the electrode lead became stuck and broke. The lead was only able to be partially removed, a piece of the electrode and all 4 contacts remained in the epidural space/foramen. The patient was reportedly fine, and no further intervention was planned.